Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open colectomy procedure. The circular stapler was being used for the colon anastomosis. The stapler was fired. Upon inspecting the firing, the anastomosis fell apart. There was poor staple formation. In order to resolve the issue, there was medical intervention required as the patient was given a temporary colostomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received surgical time was extended more than 30 minutes because the procedure went open to repair.